Manufacturer narrative:
This correction report is being filed to:. Add additional information to field b5 describe event or problem. Remove erroneous date from field d6b explant date. Investigation conclusion: boston scientific received confirmation that there was a mix up when this event was originally reported, where the serial number for the replacement device was listed as the device that experienced premature battery depletion. Reference bsc report # (B)(4) / emdr # 2124215-2023-68064 for the complaint details for the explanted device. This device remains implanted and in service with no clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was exhibiting early battery depletion and the device was explanted and replaced. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis. Additional information was received. This device with serial number (B)(6) was the replacement device, implanted when the device with serial number (B)(6) was explanted due to suspected premature battery depletion. There were no allegations or observations with this device, it remains implanted and in service with no concerns. Reference bsc report # (B)(4)/ emdr # 2124215-2023-68064 for complaint details for the explanted device.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was exhibiting early battery depletion and the device was explanted and replaced. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.